Event description:
The physician performed a right capsulectomy. Biopsies were done and sent to the lab on possible silicone granulomas. The implant was intact, but there was a fair amount of gel bleed on the outside of the capsule.